Event description:
It was reported the part number and batch/lot number listed on the medical chart label inside the box does not match the part number and batch/lot number listed on the outer box: outer box: part number col-3140-s batch/lot number 546410. Medical chart label: part number 30-0303-s batch/lot number 546510. The screw inside the box corresponds to information listed on the outer box. There were no adverse patient consequences reported.

Manufacturer narrative:
As a result of a previously received complaint (reported in 3025141-2022-00393/ acumed reference number ci 9814), a recall (acumed reference r22-006) was initiated in japan. Additionally, scar 200044587 was issued to the supplier.